Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface fractured during trialing process. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part(s) determined the sign of repeated use and also post is fractured and not all fractured pieces are returned. Review of dimensional analysis determined that the device height and width are within specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface provisional was fractured upon removal after trailing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.